Event description:
Implant card received noting that the patient underwent a lead revision due to high impedance. Per the physician excessive scarring is likely the reason for the high impedance. The explanted lead will not be returned per the hospital's policies.

Event description:
During a battery replacement procedure once the new generator was placed, high impedance was observed. The pin was reinserted but this still resulted in high impedance. The new generator was then tested with a test resistor which resulted in ok impedance ruling out a generator issue. The surgeon decided to postpone the lead revision so only a new generator was implanted during this surgery. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.